Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Customer reported via phone call, the insulin pump had a crack on the side of the insulin pump. The device is also stopping in the middle of a blouse delivery. Customer also stated the insulin pump wasn't delivering the proper insulin during the night, causing her to wake up with high blood glucose of unknown value. Blood glucose wasn't provided by the customer. Customer stated she has to input the bolus manually. She has to view how much insulin is delivered and then she has to calculate the amount that wasn't delivered and input it manually, in small increments. No troubleshooting was performed on the device. Customer agreed to return the device for further analysis.